Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The device was discarded following the procedure. The exact cause of the patient outcome could not be conclusively determined.

Event description:
The user facility reported that the patient underwent a therapeutic colonoscopy with polypectomy procedure; the procedure was completed with no patient injury and no product problem. However, after two days, the patient was admitted to a nearby hospital due to an abdominal pain. The patient was admitted and a CT scan was performed. The CT scan showed no perforation, but an inflammatory changes on the mid-transverse colon and adjacent mesentery was noted. The patient was provided an antibiotic but no surgical intervention was provided. The patient was discharged from the hospital after five days, and the patient is reportedly doing fine. The patient was scheduled for follow-up CT scan in six months. The charge nurse stated that the inflammatory changes in the colon is a common and possible complications from undergoing a polypectomy with the use of hot biopsy forceps. The charge nurse also reported that they were inconclusive as to what exactly caused the patient outcome.